Event description:
Information was received from a manufacturer¿s representative (rep) regarding a recharger for an implantable neurostimulator (ins) for gastrointestinal /pelvic floor therapy prior to use. The rep states they took wr (wireless recharger) out of shipping mode yesterday and received amber light and couldn't pair it with a smart programmer so left it to charge overnight thinking it just needed to charge. When coming back to wr, battery led would keep cycling whether it¿s on or off the dock. Tech support had caller try and turn off the wr but upon powering back up issue continued. Rep then was instructed to reset wr, device would not respond even after pressing power button for 60 seconds. No audible tones were heard either and rep was transferred to repair for this out of box issue.

Manufacturer narrative:
H3 analysis of the returned recharger revealed the device was unresponsive. The device is confirmed to have main micro-controller co rrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.